Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing frequent e4 (occlusion) errors with this lot of infusion sets. He stated his blood glucose elevated to 200-340 mg/dl as a result. He changed the infusion set and bolused through the infusion device to lower his blood glucose. On (B) (6) 2010, e4 was displayed at 2:00am and his blood glucose measured 320 mg/dl. He changed the infusion set and bolused through the infusion device. At 5:00am, e4 was displayed and his blood glucose measured 340 mg/dl. He changed the infusion set and bolused through the infusion device. His normal blood glucose range is 100-150 mg/dl. He stated that he does reuse insulin cartridges and he was advised against this. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.